Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer did not adjust the pump time for daylight savings. Customer's blood glucose level was 150 mg/dl.